Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
The device was proven to be non-abbvie. The events of capsular contracture, baker grade iii and intracapsular rupture are no longer reportable to the FDA and will be un-reported.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii and intra capsular rupture". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii and intra capsular rupture". This record is for the right side. The device has been explanted.